Event description:
An optometrist reported a patient with persistent blurred vision of the right eye and is unhappy with results even though refraction is minimal at six day lasik post-operative visit. At visit patient complained she can't see out of right eye and feels her vision is worse than with her glasses, prior to surgery. Additional information from reporter indicated that the reported issues continues and patient continues to complain about decreased visual acuity of the right eye. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).